Manufacturer narrative:
(B)(4). Event occurred in 2010 though exact date is unknown. Implantation and revision occurred in 2010 though exact date is unknown. Report source: foreign: germany. Concomitant medical products: tibial nail - yellow 10 mm diameter 34 cm length, catalog#: 47249534010, lot#: ni. Unknown zimmer natural nail screw, catalog#: ni, lot#: ni, qty#: (B)(4). Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2022-02899. Customer has indicated that the product will not be returned to zimmer biomet for evaluation, as it was requested but not returned by the hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent a bone fixation procedure. On an unknown time frame post-implantation, the patient experienced recurvatum malposition. Subsequently, the patient underwent revision surgery with reosteosynthesis and medial angle-stable plate fixation, within 1 (one) years time frame. The tibial nail and fibula plate were explanted. Due diligence is in progress for this event; to date no additional information has been provided.

Event description:
See h10 narrative.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h10. Upon receipt of additional information, it was determined that the reported device was not manufactured by zimmer biomet. The initial report was forwarded in error and should be voided.